Manufacturer narrative:
Dat of report: 30sep2021. Initial reporter name and address: reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the battery is broken. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
Per remote service engineer (rse) the fault did not occur in clinical use. The customer found the prompt of "battery fault alarm" on the screen after starting v60 for the first time. When the battery is removed, the alarm message will disappear. The battery was replaced to address the reported issue. The customer discarded the battery.